Manufacturer narrative:
The MFR's service rep performed an on site investigation. The left monitor was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the left monitor on the 7700 system was not working. No pt injury was reported.